Event description:
It was reported that this insertable cardiac monitor (icm) device was at recommended replacement time (rrt) after less than one year implanted. Boston scientific technical services (ts) reviewed and confirmed the icm battery is rapidly depleting. Ts advised the cause of the battery depletion is unknown. Subsequently the icm device was explanted and replaced. The icm device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted based on changes to b3 date of event, d6b explant date, and g3 boston scientific aware date.

Event description:
It was reported that this insertable cardiac monitor (icm) device was at recommended replacement time (rrt) after less than one year implanted. Boston scientific technical services (ts) reviewed and confirmed the icm battery is rapidly depleting. Ts advised the cause of the battery depletion is unknown. Subsequently the icm device was explanted and replaced. The icm device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device was at recommended replacement time (rrt) after less than one year implanted. Boston scientific technical services (ts) reviewed and confirmed the icm battery is rapidly depleting. Ts advised the cause of the battery depletion is unknown at this time. Subsequently the icm device was explanted and replaced. The icm device has been returned for analysis. No additional adverse patient effects were reported.